Manufacturer narrative:
Similar product to 190-000. Investigation report: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1063046 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1063046, test base part number 190-430 / lot 1063046. The lot met the required release specifications. A review of the complaints reported as false positive and/or false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1063046 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue.

Event description:
Customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022. Confirmation pcr testing was performed which generated a negative result (date, platform and sample type unknown). Customer indicated that the pcr result showed patient's viral load at 39. No further information regarding symptoms, health impact or outcome.